Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple call service (B)(4) alarms. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. During testing, the call service (B)(4) alarm was reproduced during the rewind step, which impeded further testing. The pump cover was removed and moisture corrosion was found on the motor flex. Unrelated to the original complaint, the display was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.